Event description:
Healthcare professional reported a lap-band system aneurism first noticed when pt reported "no restriction" during an adjustment fill. The physician noted "only half inflated band." Lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not be identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined. Device labeling instructs surgeons to prepare the lap-band system preparation: "view the inflatable portion of the band for weaknesses, leaks or uneven inflation."